Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was not populating gas readings. No patient harm was reported. Investigation summary: the customer states she performed troubleshooting steps before calling nihon kohden technical support (nk ts). The customer stated she checked all cables to ensure good connection. The customer wanted the unit exchanged. However, the customer stated that after rebooting the g9 monitoring system she was able to get readings by blowing on the multigas unit. Nk ts requested clinical (cits) assistance who informed nk ts that the device is a "plug and play" device and clinical could not assist further. The customer wanted to exchange the device and now reports seeing a "gas device failure" message. Nk ts initiated an exchange. During the evaluation of the returned unit, nihon kohden repair center (nk rc) was able to duplicate the original complaint of no readings as well as the "gas device failure" message. Nk rc replaced the following part cd-314p-03. The unit passed testing after the repair and operated at the manufacture's specifications. The root cause is determined to be component failure. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the multigas unit was not populating gas readings.

Manufacturer narrative:
The customer reported that their multigas unit is not populating readings. No harm or injury was reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported that their multigas unit is not populating readings.